Manufacturer narrative:
Zimmer biomet complaint (B)(4) complaint sample was evaluated and the reported event was not confirmed. Based on this investigation, it appears that the parts left biomet in conforming condition and the exposure to acidic cleaning chemicals at higher disinfection temperatures than are recommended by IFU 01-50-1500 and the additional stresses that are induced during the sterilization cycle may have also contributed to the formation of the crack. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to user / physician error as the instrument was damaged or worn beyond useful life.a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty the ps modular trial post fractured. No reports that patient retained a foreign body. No delay reported.